Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device wt-scor had hardware failed and did not recover. The nurse attempted a reboot, but the system still did not recover. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hardware was failed. A field service engineer (fse) found a station where the main drawer 1.1 cubie row a was not detected on the bus. The fse opened the drawer side panel, unplugged the cubie tray, and re plugged it. Fse then rebooted the station, and the cubie was detected. The system functioned as intended after the field service engineer repaired the device.